Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Approximately 11 month post index procedure, the patient was re-hospitalized. Re-ptca of target vessel was performed due to a new lesion. An endeavor sprint stent was implanted. The investigator indicated that the reported event was unrelated to the study device. Approximately 12 months post index procedure, patient suffered a gi bleed. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (haemorrhage). Evaluation conclusions: inherent risk of procedure - (haemorrhage). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The previously reported CABG revascularization approximately 35 months post index procedure was perfomed to treat occlusion in d1 and rca

Event description:
It is reported that the patient suffered an mi related to the target vessel approx 33 months post index procedure and was hospitalized. Investigator has assessed that the event was probably related to the study device. The outcome is currently unknown.

Event description:
Approximately 35 months post index procedure patient underwent a CABG in the target lesion (rca; lad <(>&<)> 1st om). Investigator indicated event was probably related to study device.

Event description:
The previously reported mi approximately 33 months post index procedure occurred one day prior to date previously reported. It is reported that the patient suffered a stent thrombosis approximately 35 months post index.